Event description:
It was reported that the monitor failed to alarm. The device was tested on site and worked within specification. It was reported that the pt died. (B)(4)

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.